Manufacturer narrative:
(B)(4). (B)(6). Field service specialist checked the machine and found no issues. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had a difficult lift. Right eye: -5.50 x -0.75 x 180; left eye : -5.00. It was reported that patient was converted to photorefractive keratectomy. On (B)(6) 2016 patient's post op is 6/6.